Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 5fr t/l provena powerpicc catheter. Needleless injection caps were attached to all three luer adapters. The grey luer adapter was completely detached from the extension tubing. The tubing appeared to exhibit curved shape memory and deformation at the proximal end. While luer adapter detachment/breakage was observed in the submitted photograph, inspection of that photograph was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the gray lumen "snapped" off from the hub.